Event description:
It was reported that leakage of air and liquids occurred, because of the crack of the sensor part. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) flotrac kit. Leakage was found at uv bond joint between flotrac housing and zero-stopcock. During examination the stopcock luer could be disconnected from the bond joint. Multiple cracks and stress marks were evident at the stopcock luer. Uv adhesive were present at stopcock luer and flotrac housing male luer. However uv adhesive was soft and sticky. It appeared that uv adhesive was not cured.